Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Knee instability requiring poly exchange. Posterior edge of poly worn/broken.

Manufacturer narrative:
An event regarding wear involving a triathlon tibial insert was reported. The event was confirmed. -device evaluation and results: a material analysis has been performed. The report concluded: "scratches were observed on the insert, which are a common damage mode of uhmwpe. Wear consistent with contact from the femoral component and explanation damage were also observed on the insert. No material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: material analysis confirmed wear on the insert as noted: "wear consistent with contact from the femoral component and explanation damage were also observed on the insert. No material or manufacturing defects were observed on the surfaces examined."

Event description:
Knee instability requiring poly exchange. Posterior edge of poly worn/broken.